Manufacturer narrative:
The accounts maintenance replaced the right siderail caregiver control board to repair the bed. He stated it looks like something was spilled on the board.

Event description:
The accounts maintenance stated the bed will, on its own, turn the hydraulics on to lift the knee section. It started doing this by itself in the shop.